Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria for lot 3595694.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and the mesh was implanted. It was reported that post-op, the patient experienced erosion after a few months, pain during sexual intercourse, joint pain especially in the legs and groin, repeated urinary tract infections, obligation to take post-coitus antibiotics, large energy decrease gradually over the years following the procedure, several procedures were invested to find the cause because of patient's problems. No further information is available.